Event description:
After noticing "cup empty" and "insufficient volume" errors on their analyzer, the account noticed they had reported an incorrect bun result for a patient. The initial bun result was 18 mg/dl and when a second sample was measured for bun, the result was 103 mg/dl. The original sample was repeated and the result was 106 mg/dl. No adverse events were reported in association with the incorrect result. It was determined that the st1 probe was damaged and the instrument was repaired by the account.